Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned with but not in original package. The part was verified to be an inclusive tapered implant 4.7 mm x 8 mm x 4.5 mm (70-1070-imp0010). The implant thread was intact and internal structure was fine. There was no defect or non-conformity observed. Bone debris can be observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per obtained information, the dentist made incorrect evaluation and applied dense bone protocol on the soft bone. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration" the IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This is the 2nd of 2 failed implants reported on the same patient. Reference the following manufacturing report for the remaining implant: 3011649314-2020-00450 ((B)(4)).

Event description:
It was reported that an inclusive tapered implant failed. The doctor reported that on (B)(6) 2019, as he was an implant at tooth location #29, the implant kept spinning as it was being torqued down. The implant did not torque down adequately. The doctor removed that implant, and attempted to place the 4.7mm implant reported on this complaint, and had the same results. Both implants lacked primary stability when fully seated. The doctor "used dense bone drilling protocol based on the evaluation of bone on cone-beam computed tomography system (cbct)". The doctor noted that the "bone was softer than judged by cbct". The patient is currently bone grafted at the site, and is waiting to replace the implant. The patient was reported to have type IV bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.